Event description:
Per information provided: (B)(6) 2013 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was identified and dissected. A ventralex mesh (device #1) was placed over the fascial defect and sutured.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with removal of ventralex mesh (device #1) and implant of ventralex st mesh (device #2). Per operative notes, ¿in the left upper quadrant, adherent omental tissues were removed. The mesh (device #1) was seen dislodged from the implant site. The mesh (device #1) was resected and sutured. A large ventralex st mesh (device #2) was placed over the defect in the abdominal wall and tacked.¿ (B)(6) 2021 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic converted to open repair with implant of ventralex st mesh (device #3). Per operative notes, ¿adhesions were removed. Recurrent hernia defect was noted and removed. The mesh (device #2) was intact with tacks. A large ventralex st mesh (device #3) was placed over the hernia defect and sutured and tacked.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2019) is considered to be a best estimate. This emdr represents the bard ventralex st (device #2). An additional supplemental emdr was submitted to represent the bard mesh - ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.